Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid did not open. The technical support specialist advised the customer to return the cubie to the pharmacy as it was broken. The cubie was replaced on 08/19, and the customer confirmed the resolution. The case can be marked as completed.

Event description:
It was reported when using the bd pyxis medbank, user had mentioned that the cubie lid did not open due to a medication issue. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.